Event description:
On (B)(6) 2012, the patient contacted animas to report a high blood glucose (bg) excursion. The patient claimed that on (B)(6) 2012 she was obtaining higher bg readings than normal and felt the pump was the cause. The patient informed customer support that her bg is usually below 150 mg/dl; however, had obtained a reading of 187 mg/dl when she had tested earlier that day. The patient denied developing signs/symptoms suggestive of hyperglycemia with the elevated bg and claimed she corrected the high bg with several small boluses throughout the afternoon and evening. The patient's reported bg reading does not meet animas' criteria of a serious injury. The patient claimed she also changed the entire site and set in response to the elevated bg. It is not known if the patient's bg responded to correction boluses via subject pump. At the time of the call the patient claimed she discontinued use of subject pump and connected to an older pump and her bg responded and came back within normal range. At the time of troubleshooting, the patient confirmed date and time were correct and all advanced settings were also programmed correctly. There were no associated alarms in history. The patient also confirmed basal rates were set accurately. Total daily delivery (tdd) added up correctly with basal and bolus deliveries for date of (B)(6) 2012. Customer support noted no defect of device found at time of troubleshooting that could have contributed to elevated bg. However, the pump was replaced per hcp's request.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or download history. The total daily insulin delivery reflected the user's programmed basal rates. A 29 hour flow accuracy test was performed and the pump passed flow accuracy test and was found to be delivering within required specifications. There was no defect found.